Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, loss of capture and high capture threshold due to lead dislodgement. Device tachy therapy was programmed off and the plan is to perform a lead revision in the next few days. Subsequently, this rv lead was successfully repositioned. No additional adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.